Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found that the downstream occlusion (dso) alarm was activated before the specification range. This was due to the pump being out of calibration. The dso sensor was calibrated in order to resolve this issue.

Event description:
One device was returned with report that it was showing an error screen and was not working properly. There was no patient involvement. Device evaluation revealed that the downstream occlusion alarm was activated before the specification range.